Event description:
New information received stated that the patient was asymptomatic and no intervention was performed. The physician elected to continue to monitor the lead.

Manufacturer narrative:
Correction: previously reported dae received by MFR should have been 27 jul 2019 rather than 30 jul 2019.

Event description:
New information received noted that programming changes were made however, the lead continued to exhibit multiple high ventricular rate episodes due to noise. No intervention was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via data transmission with the right ventricular lead exhibiting noise oversensing. It was recommended that the patient be brought in for x-ray imaging and possible lead replacement procedure. No further information was available.